Event description:
It was reported that during an unknown procedure that although the footswitch could not work, the hand switch did not activate. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.